Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 28mm amplatzer amulet was implanted using a 14f amplatzer torqvue delivery sheath via the right femoral vein. Vascular access closure method was manual compression and figure 8 stitch. On (B)(6) 2022, the patient presented to the emergency room (ER) with right calf bleeding and swelling consistent with a hematoma. Ultrasound of the right lower extremity was performed, which showed a 0.8cm anechoic fluid collection just deep of the skin surface; it was nonspecific. An incision and drainage was performed; no pus was present and a small amount of blood came from the incision. The patient's most recent inr on an unknown date was 1.3. No patient consequences were reported.

Manufacturer narrative:
An event of the hematoma was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The patient medical history included atrial fibrillation which could have been exacerbated by the procedure leading to the complications being reported. Based on the information received, the root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6: medical device codes 1884 (hematoma) , 1888 (hemorrhage/bleeding) and 4624 (surgical intervention) were removed. This event is not reportable: it was noted that the lesion/hematoma was not caused by the 14f amplatzer torqvue delivery sheath.

Event description:
Subsequent to the previously filed report, additional information was received that the patient had a normal sinus rhythm prior to procedure. It was noted that the procedure was conducted while the patient was under general anesthesia. It was noted that there was no difficulty experienced inserting or advancing the 14f amplatzer torqvue delivery sheath in the patient. The patient had remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. There was no allegation of malfunction against the delivery sheath. It was noted that on the patient had a painful lump on their calf that was biopsied on 14 august 2022 and was found to be benign. After the biopsy he had some swelling and bleeding that he went to the emergency room for on 15 august 2022. There was no blood transfusion required for the bleeding. The patient was admitted to the hospital for a non-device related lesion/hematoma that had occurred. It was noted that the lesion/hematoma was not caused by the 14f amplatzer torqvue delivery sheath, as it did not occur at the access site of the delivery sheath, but rather the patient's right calf. The patient was stable at the time of report.